Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection revealed no signs of physical damage. The instrument was placed and operated on an in-house system, where it successfully passed the recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions, and the grips functioned properly. The instrument was attached to and removed from the arm multiple times without any issues. The instrument was fully functional, and no product-related issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage and no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during central processing procedure, the 8mm fenestrated bipolar forceps instrument tip would not maneuver correctly. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.